Manufacturer narrative:
H.6. Investigation: bd received two q-syte closed luer access devices from lot 7301748 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed that the septums of units were showing a yellowish tint. No other defects or quality issues were found. Based off the visual inspection the engineer was able to verify the reported defect. Unfortunately, a definitive root cause could not be determined.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was discolored. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the hospital rescue vehicle is public, need routine examination, in (B)(6) 2023, thyroid surgery nurse examination and finishing, found that 2 products were septum interface yellow, rubber oxidation deterioration feeling, not used in the patient diagnosis and treatment process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd q-syte¿ luer access split-septum stand-alone device was discolored. This occurred on 2 occasions before use. The following information was provided by the initial reporter: the hospital rescue vehicle is public, need routine examination, in september 23, thyroid surgery nurse examination and finishing, found that 2 products were septum interface yellow, rubber oxidation deterioration feeling, not used in the patient diagnosis and treatment process.